Event description:
A patient reported blood glucose results of "171 mg/dl and 124 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter and control solution were replaced.